Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that measurements were not being populated into the application and the report. While not specific in this case, this may impact the physician's ability to complete the report and/or finalize diagnosis. There was no report of patient injury. (B)(4).